Event description:
Medtronic voluntary advisory to physicians about potential battery shorting mechanism that may occur in a subset of ICD and crt-d models with batteries manufactured between april 2001 and dec 2003. ICD generator explanted and replaced. This also happens to be an upgrade from ICD to bi-v ICD.